Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify pump error alarms, perform displacement test, self test, and current measurements due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was 6.4 mmol/l. The customer also reported that the screen went off and the red light was flashing and vibrating. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The customer reported that the fill cannula was recorded in daily history. The customer was advised to discontinue the use of insulin pump and revert to the back-up plan. The device will be returned for analysis.